Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon marker band was misplaced. The 80% stenosed lesion was located in the tortuous mid right coronary artery (rca). Another manufacturer's balloon was advanced to the lesion and inflated for pre dilation. A 2.75x8mm promus stent was implanted. An apex monorail 12mm x 3.00mm balloon catheter was advanced to the lesion for post dilation and inflated one time at 20atm. "There was a lot of proximal overhang. The distal end of the balloon was fine. The proximal marker appeared as though it was in the middle of the balloon." The procedure was completed with this device. No patient complications or injuries occurred. The patient status is reported as "fine."